Event description:
The physician reported that the cause for the increased seizures has not been determined. It is difficult to determine because the patient's epilepsy is very complicated. The patient's seizures were reportedly back to pre-vns baseline. The patient has multiple seizure types, but no further information was provided. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the seizures. No interventions have been taken or planned. No additional information was provided. A copy of the physician's flashcard was received with the last programming history available from (B)(6) 2011, but no additional diagnostic tests were provided. The patient's device was disabled on (B)(6) 2008 until (B)(6) 2011. Upon initial interrogation on (B)(6) 2011, the patient's output current was set at 0.5ma, but the device was subsequently disabled again. As previously reported, the physician is not sure about the "cause-effect relationship" as he has continued to have seizures even after vns was deactivated. However, it is clear the device has been disabled for some time.

Manufacturer narrative:
The date of event was inadvertently reported incorrectly on the initial report. With the new information attained, it is evident that the patient's increase in seizures began in (B)(6) 2008.

Event description:
Additional information was received which clarified that the patient's device was first disabled on (B)(6) 2008 because the patient was experiencing a similar increase in seizures.

Event description:
It was reported that the patient was not doing well since the vns was activated again. Additional information reveals that the patient was having an increased seizures and sudden seizure attacks during the night. The patient's device has been turned off. The physician is not sure about the "cause-effect relationship " as he has continued to have seizures even after vns was deactivated. Attempts for further information have been unsuccessful to date.

Event description:
Follow-up with the physician reveals that the patient "reported increases in seizure frequency, but he has a very volatile form of epilepsy, and it is not clear he had an increase versus normal volatility." No other information provided.